Manufacturer narrative:
Investigation: one photo was received for evaluation by our quality team. Upon visual inspection, it was observed that three shelf cartons do not have labels; therefore the reported failure can be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, this missing label may have been a result of the production technician forgetting to adhere the label to the box. In addition a vision detection system will be initiated to identify a missing label to prevent it from being shipped out.

Event description:
It was reported that there were 3 dispensers received without labels with a bd insyte-w¿ IV catheter. The following information was provided by the initial reporter, translated from german to english: there are three packaging units without label.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were 3 dispensers received without labels with a bd insyte-w¿ IV catheter. The following information was provided by the initial reporter, translated from (B)(6) to english: there are three packaging units without label.